Manufacturer narrative:
Per tandem¿s user guide: ¿change your cartridge every 48¿72 hours as recommended by your healthcare provider.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Reportedly, the cartridge had been in use for 5 days and customer was educated on cartridge labeling. Customer's blood glucose was 121 mg/dl. The supplies were changed to address the event and insulin delivery was resumed.